Manufacturer narrative:
Device passed selftest and received pump error 37 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 due to pump error 37. Device tested outside the pump and received pump error 37 at rewind.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pmp error alarm. Customer was able to clear the alarm. Customer stated that they did not rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.